Manufacturer narrative:
Pt weight: unk. PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm513.2 implantable collamer lens, -3.50 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 20106 due to low vaulting and refractive surprise. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned in liquid in lens case/vial. Visual inspection found that haptic was torn/ broken/ bent/ deformed and foreign material (spot, dried discolored material) on lens surface. Dimensional inspection found that lens measurements were within specifications. Functional inspection found that lens diopter measurements were within specifications. Work order search: no similar complaints were reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code: at the time of implantation, the patient had cataract in the operative eye or non-traumatic cataract in the fellow eye, previous corneal or refractive surgery, low endothelial cell count, fuch's dystrophy or other corneal pathology, previous history of iritis, synechia, pigment dispersion, pseudoexfoliation, all of which are contraindicated as per the dfu of this lens model. (B)(4).